Manufacturer narrative:
Rocker mechanism.

Event description:
It was reported by service report that the rocker recliner chair is broken; when sitting in it, it falls back and the footboard jambs. No patient involvement or adverse consequences are reported.